Event description:
The manufacturer received information alleging a ventilator was not delivering the set tidal volume. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's system board, blower motor and bellows, machine flow sensor, internal tubing and muffler assembly were replaced due to contamination.